Event description:
Caller reported that the monitor did not alarm when the patient entered into an alarm situation. No patient harm or change in therapy reported.

Manufacturer narrative:
Evaluation revealed that the failure was isolated to the speaker.